Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative

Event description:
The patient presented to the emergency room with shortness of breath. The device was pacing at the maximum sensor rate (msr) of 130 ppm. The device was programmed back to 70 ppm in vvi mode. The patient used a home blood pressure monitor but reported that his rate did not increase until he was admitted to the emergency room. Repeating the test with the same equipment did not result in msr pacing. The device reportedly paced at msr following the patient's discharge.